Event description:
The pump was returned to animas for a damaged and unresponsive keypad. Evaluation revealed no damage to the keypad; contamination was observed under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. The pump was returned to animas for investigation. The keypad was found to be intact. All of the keypad buttons were found to be responding appropriately to button presses. The keypad was removed and evidence of adhesive was observed under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.